Event description:
It was reported that a malfunction alarm occurred. The blood glucose value was reported as 150 mg/dl, which is within the normal range. As an outcome, the device was scheduled for return, and a replacement pump was assigned. No additional customer outcome or corrective actions were noted beyond the planned return of the device.